Manufacturer narrative:
Review of lot 17098926 revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. Based on the information, the event could not be confirmed. The product was not returned for analysis; however a review of the manufacturing documentation associated with this lot presented no issues during the manufacturing or inspection process that can be related to the reported complaint. Therefore, no corrective actions will be taken at this time. This is the first MDR submitted for this complaint (first trufill pushable coil.) Related to report # 3008264254-2017-00013.

Event description:
The contact from the facility reported that two trufill pushable coils (both 633-010x/17098926) were stuck at the microcatheter hub. The procedure was a chronic total occlusion percutaneous coronary intervention. The patient¿s vessel was moderately torturous and heavily calcified. A micro catheter (renegade) was also used for this procedure. Perforation was performed by guide wire was and the first trufill pushable was used. The coil was inserted into the micro catheter but it got stuck at its hub. Therefore it was removed with the catheter as unit. The same issue occurred with other trufill (complaint product2). The procedure was completed by using 2 other trufills pushable coils (633-000/lot# is unknown). The procedure was successfully completed without further issues or delay. There was also no patient injury / complication reported. The complaint product was new and stored per labeling instructions. The procedure was conducted in accordance with the IFU and the constant flush had been maintained at all time. No visible defect/damage was noted on the products prior to (and after) the event. No unintended detachment was observed in the vessel or in the microcatheter. The products are not available for the investigation. No further information is available.